Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the capio carrier broke into two pieces upon deployment through the sacrospinous ligament. It is unknown if or how the detached carrier piece was removed from the patient. Should additional relevant details become available; a supplemental report will be submitted. The procedure was completed with the same uphold lite mesh and a capio device from another capio pfr kit. There were no patient complication as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a capio device was used during a sacrospinous fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the physician pushed the handle with slight tension, the dart detached from the suture upon deployment through the sacrospinous ligament. Reportedly, the detached piece was lost inside the patient's ligament and it could not be palpated. The procedure was completed with a capio slim device from another capio pfr kit. There were no patient complication as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Blocks f10 and h6: problem code 2907 captures the reportable event of dart detachment. Block h10: a visual examination of the returned device revealed no visual failure. Functional analysis revealed that the carrier was actuated three times and it extended and retracted without any issues. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot without any issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. All compiled information on this investigation determines that the most probable cause is no problem detected. An investigation is open to address the reported failure (dart detachment). A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Problem code 2907 captures the reportable event of dart detachment. A visual examination of the returned capio slim suture capturing device revealed no damage to any components. Functional analysis revealed that the carrier could be retracted and extended with no issue. The cage was pried open during analysis. The dart was not located behind the cage and was missing. The mesh assembly was not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The failure found was probably due to operational factors, such as user handling/technique and patient anatomy, contributed to the reported complaint. Additionally, the unretrieved device fragments issue is addressed in the dfu. The investigation concluded that the most probable cause for this event (dart detachment) is adverse event related to procedure which indicates that the adverse event occurred during the procedure and the device had no influence on event. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the capio carrier broke into two pieces upon deployment through the sacrospinous ligament. It is unknown if or how the detached carrier piece was removed from the patient. Should additional relevant details become available; a supplemental report will be submitted. The procedure was completed with the same uphold lite mesh and a capio device from another capio pfr kit. There were no patient complication as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on december 17, it was the dart that detached from the suture which was lost in the patient, and not the capio carrier.